Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us broke off during use. The following information was provided by the initial reporter: material no. 320550; batch no. 9184143. It was reported that when inner shield is removed the needle comes off with it. Verbatim: consumer reported that when she is removing the shields from her pen needles before doing the injection, the needle comes off with the green inner shield. Consumer does not re-use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us broke off during use. The following information was provided by the initial reporter: material no. 320550 batch no. 9184143. It was reported that when inner shield is removed the needle comes off with it. Verbatim: consumer reported that when she is removing the shields from her pen needles before doing the injection, the needle comes off with the green inner shield. Consumer does not re-use.